Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/13/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 12/13/24. The user reported experiencing frequent low blood glucose levels, particularly during the night, with readings dropping into the 30s mg/dl. These events typically lasted 1-2 hours. The user treated the lows with sweets and a glucagon shot administered by their wife. The user reported symptoms of blurry vision but did not require professional medical intervention. The cause of the lows remains unknown, and the user requested pump adjustments to address the issue. The customer care agent advised that additional training would be created for their ilet trainer to follow up.